Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that system diagnostics recorded high impedances on both leads and patient was unable to set the ipg into MRI mode. During surgical intervention on (B)(6) 2025, high impedances persisted despite replacing both leads. The ipg was also explanted and replaced resolving the issue.